Manufacturer narrative:
Findings: pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay, missing retain erring, missing reservoir tube o-ring and minor scratched lcd window. No damage on the belt clip rails noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer's mother stated that on back of pump the clip holder/slide had been breaking of. Customer was advised that we replacing the pump.